Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, one year and eight days of post deployment, an x-ray abdomen was performed for pain. The study showed that inferior vena cava filter was noted with the tip at l1 level. Around one year and four months later, a ventilation perfusion study was performed for chest pain and shortness of breath. The study showed that findings suggest low probability of pulmonary embolism. Around, eleven months and twenty-six days later a computed tomography of abdomen and pelvis was performed for left lower quadrant pain and numbness. The study showed that inferior vena cava filter was noted. Around, nine years and five months later, a computed tomography of abdomen and pelvis was performed for filter evaluation. The study showed that positive for caval perforation. The 2 o¿clock strut at 3.50 mm grade ii, 5 o¿clock at 9.30 mm grade ii, 7 o¿clock at 3.40 mm grade ii, 9 o¿clock 4.20 mm grade ii and 4 o¿clock 4.00 mm grade ii. A filter tilt was noted with anterior tilt measuring 11.05 degrees. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, grade ii inferior vena cava perforation was alleged. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.